Event description:
It was reported that during a superion indirect decompression system implant procedure, the spacer broke. The screw came out and was stripped. The spacer was removed and replaced with a new spacer.

Manufacturer narrative:
Model 101-9810, lot 800317. Device analysis performed on the returned spacer revealed that the spindle cap was completely sheared off from the implant body due to excessive force. The damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates failure was likely due to deployment against resistance, e.g., bone, and-or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during a superion indirect decompression system implant procedure, the spacer broke. The screw came out and was stripped. The spacer was removed and replaced with a new spacer.